Manufacturer narrative:
(B)(4). (B)(6). Medical product: vanguard xp femoral interlok catalog # 195217 lot # 999090. Vanguard xp tibial tray interlok catalog # 195247 lot # 919210. Vanguard xp tibial bearing catalog # 195363 lot # 895470. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-04515; 0001825034-2018-04517; 0001825034-2018-04518. Remains implanted.

Event description:
It was reported that the patient underwent a partial knee arthroplasty. Subsequently, the patient was experiencing pain and swelling ten months post-implantation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.